Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on november 21, 2015 with blood glucose of 50 mg/dl. Customer had symptoms of shortness of breath and weakness. Troubleshooting wsa performed to determine reason of low blood glucose. After troubleshooting, it was found that insulin pump was working as designed.